Event description:
The treatment timer on the scd units reset on its own.======================manufacturer response for scd pump, kendall scd 700 series controller (per site reporter).======================they are evaluating four units we sent them that failed.